Event description:
Spontaneous call received that pt states that she tried to use whisperject device to administer 2 syringes, but both times the syringes leaked prior to injecting resulting in doses being wasted. Pt use other syringe supplied in order. Prescriber aware: pt will continue on product. Dose or amount: 40mg, frequency: 3 times weekly, route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: multiple sclerosis.